Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the lcsc5 shears emitted a continuous tone. Another device was used to complete the case. There was no consequence to the pt.